Manufacturer narrative:
The cortrak system returned functioning within specifications. The placement file indicated, by the customer, as the one involved in the reported incident was reviewed. The placement starts as would be expected. At approximately the 15 second mark the track shows entry into the left lung, this is noted as a deviation from the midline above the origin of the receiver unit. The track seen is similar to that pictured in the instructions as a representative lung placement. The placement track would indicate that the clinician did not react to what they saw on the cortrak screen as the placement continues to show lung placement deeper into the lung. It is unknown why the clinician did not react.

Event description:
Event desc: during a placement of a cortrak feeding tube a left lung placement was noted as confirmed by x-ray. The radiologist notified the physician of a tension pneumothorax. The pt coded but was resuscitated after a needle decompression and chest tube placement. No feed was administered into the lung. The pt did expire a few days after placement but was unrelated to tube placement.